Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pin hole. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a colon procedure under celio three devices gets the message tighten the assembly, tighter it still no changes, tries another gen11 same issue. Another device from a other provider was used to complete the case, they changes it as conversion to laparotomy. No patient consequences. Additional information: which generator was used with the device gen04 or gen11? Gen 11.

Manufacturer narrative:
(B)(4).